Event description:
Health care professional (hcp) reported home patient (hp) felt overfilled while using the homechoice cycler for apd therapy. Hcp states hp felt full at the completion of therapy using the homechoice cycler and performed a manual drain. Hcp states hp removed 4500ml during the manual drain, 2300ml more than the programmed last fill volume of 2200ml. Hcp states she felt hp was reabsorbing some soluton and had edema. As a result, hcp increased the minimum drain volume percent on the homechoice cycler from 85% to 95%,increased dextrose concentration during therapy from 1.5% to 2.5%, and advised hp to lay in a different position during therapy for better drain flow. According to hcp, the hp responded to therapy change and more fluid was removed, however, hp would still occassionally feel full at the end of therapy. Hcp states she added a mid-day manual exchange to the hp's therapy to remove the last fill and any residual fluid accumulated during therapy with the homechoice cycler. According to the hcp, the volume of fluid accumulated during therapy with the homechoice cycler. According to the hcp, the volume of fluid drained from the hp during the manaul exchange was intermittently around 4l and hcp subsequently requested a replacement homechoice cycler. Hcp states constipation has also been an intermittent issue with the hp,however, when the hcp asked hp if any "low drain volume" alarms were encountered during therapy the hp replied "no". According to the hcp, there was no patient injury or medical intervention.